Event description:
As reported, while attempting to obtain an arterial blood sample with the vamp device, the arterial line was lightly tugged on when the tubing became detached. The tubing separated at the joint where it meets the shut off valve/stopcock, the non-threaded portion. The line was immediately clamped and the patient's femoral site was compressed. There was minimal blood loss to the patient. There was no patient injury reported.

Manufacturer narrative:
The product was not returned for evaluation, it was discarded at the hospital. A review of the manufacturing records indicated that the product met specification at the time of release. The complaint could not be confirmed without a product return, nor could potential contributing factors be identified. No actions will be taken at this time.

Manufacturer narrative:
This complaint was originally reported as detached tubing of the vamp device, this would be a reportable event. Additional information was brought forward on (B)(6), 2014, from a hospital representative who was present during the incident. This information revealed that it was broken tubing, which is not a reportable event.